Event description:
While on a potential cardiac patient call, the zoll defibrillator monitor failed to power on. Both batteries had full charges and an attempt was made to plug in the monitor using the 110v cord while on the scene but monitor would still not power on. The unit had been checked upon start of shift and no problems were noted then. An additional monitor was utilized from another ambulance.